Event description:
It was reported that the tubing would not flow. The nurse stated when she got the tubing to prime; it would not drip from the secondary line on the pump or free flow. The nurse ended up clamping the primary tubing. A half hour infusion turned into an hour and half. There was no harm to the patient.

Manufacturer narrative:
No product will be returned per customer. The customer complaint of tubing would not allow flow could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified as no product was returned.

Manufacturer narrative:
Report source: supply chain operations. No product will be returned per customer. The customer¿s complaint could not be confirmed because the product was not sequestered and will not be returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that the tubing would not flow.